Event description:
The pt's family did not think that the pt's pump was working. The pt had a refill on (B) (6) 2009. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).